Event description:
A caller reported encountering cgm error 42. The customer did not experience an adverse impact on their blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error code did not reappear, and the caller successfully started a new sensor session.